Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx des were implanted, two in the lad and one in the rca. The same day patient suffered acute inferior mi. Mi was related to target vessel, rca. The event was treated with pci, thrombus aspiration and temporary pacemaker insertion. Investigator and sponsor assessed the event as unlikely related to the device and not related to the anti-platelet medication. Patient is recovered.